Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 14.6, 8.6mmol/l. Tests were done within 20 mins with a difference of 46%. Pt did not experience any adverse events. No further info has been reported.